Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a failure of the m3536a mrx to acquire a 12 lead signal for the v5 lead via the m1663a ECG trunk cable. No patient harm was reported.